Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17080334 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that approximately seven months post implantation of a trapease vena cava filter (90 cm), diagnosis revealed that cava filter has sheered and pricked the wall of the blood vessel. It seems the filter is also broken. Photo/video are available.